Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer had high blood glucose of over 400 mg/dl. The customer was unable to troubleshoot during time of school. The product was not returned for analysis.